Manufacturer narrative:
Unit was received with currents in spec. Motor error alarm during the prime/delivery test due to gearbox jammed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 207 mg/dl. During troubleshooting, the customer received an additional motor error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.